Event description:
Retained guidewire. Date of actual retention unknown at this time. Patient has had two (2) central lines placed. One on 7/16/92 on a previous admission. The x-ray does not note a retained wire. The patient had another placed 8/12/92. While reading the x-ray for placementdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.